Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker exhibited an undersensing and loss of capture. Additionally, the patient's right atrial (ra) lead exhibited loss of capture. No intervention was performed. The clinic will continue to monitor the patient. The patient had no adverse consequences.